Event description:
It was reported that the procedure was cancelled post-sedation. A rf3000 radiofrequency generator and two soloist single needle electrodes were selected for use in radiofrequency treatment of an osteoid osteoma, a benign bone tumor that causes pain. The patient was sedated. Everything went well according to the protocol until the start of ablation. The device gave an e02 error message when the start button was pushed, and impedance ranged from 400 to 500 ohms. Attempts were made to start and stop the device, flush saline into the bone canal and ablation tip, dilate canal, change needle position and orientation, check placement of the earthing hoses, and replace new strands (e.g., needle); however, the device continued to give the e02 code and would not work. The patient could not be treated, and the procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the rf 3000 device was returned to stellartech for investigation. This investigation was conducted by stellartech corp. Per the investigation, it was found that this device functioned as designed. The complaint was not confirmed during investigation, which includes post power and impedance calibration check at ambient. While stressing the device per environmental stress test procedure, no problem was found. This device passed all performance criteria.

Event description:
It was reported that the procedure was cancelled post-sedation. A rf3000 radiofrequency generator and two soloist single needle electrodes were selected for use in radiofrequency treatment of an osteoid osteoma, a benign bone tumor that causes pain. The patient was sedated. Everything went well according to the protocol until the start of ablation. The device gave an e02 error message when the start button was pushed, and impedance ranged from 400 to 500 ohms. Attempts were made to start and stop the device, flush saline into the bone canal and ablation tip, dilate canal, change needle position and orientation, check placement of the earthing hoses, and replace new strands (e.g., needle); however, the device continued to give the e02 code and would not work. The patient could not be treated, and the procedure was cancelled. No patient complications were reported.